Manufacturer narrative:
Results: the embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned device revealed it had offset coil winds near the proximal end of the embolization coil. If the introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement, resistance may be experienced, and damage such as this may occur. The offset coil winds caused resistance when attempting to advance during functional testing. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician placed 10 smart coils in the target vessel using a non-penumbra microcatheter. The physician was then unable to advance the last smart coil out of its introducer sheath and into a non-penumbra microcatheter; therefore, it was removed and the procedure was ended at that point. There was no report of an adverse effect to the patient.